Event description:
The self sealing valve of a double lumen cordis came out when swan catheter was discharged. The pt was bleeding from the site. Homeostasis was maintained until the physician was notified. Cordis discharged after md (medical doctor) notified.